Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to locate 2 boluses in the pump history. During troubleshooting with tandem technical support it was found that the customer incorrectly adjusted the pump time for daylight savings. In addition, it was noted that the pump carbohydrate ratio had been adjusted multiple times. Customer stated that they have been working with their health care professional on adjusting the pump settings. Customer had elevated blood glucose levels reaching 300 mg/dl. Customer delivered a correction to bring bg levels back to target range.